Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation (3 vials, same lot number). Product testing was performed and no defect found. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 15-feb-2022 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for physical defect of test strips; complaint was initially reported via e-mail and contact made with customer via telephone. Customer stated he had purchased three 50 count vials of true metrix test strips (same lot number). Customer stated that there is a gap in the line where the blood sample is absorbed and that none of the test strips from the three vials are working as intended. The test strip lot manufacturer¿s expiration date is 05/31/2023; open vial date and storage location were not disclosed. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.